Event description:
Customer reported a time discrepancy with their pump with differences exceeding five minutes. Blood glucose levels remained within normal range and did not exceed 500 mg/dl or drop below 54 mg/dl. Customer support assisted in updating pump time and advised monitoring the device to ensure accuracy in the future, with further follow-up planned if the issue persisted.